Event description:
It was reported that the patient presented to the emergency department in cardiac arrest. The patient was revived after a prolonged code during which they required external pacing and defibrillation. A remote transmission and in person interrogation indicated that the right ventricular (rv) lead had high thresholds and was undersensing fine ventricular fibrillation (vf) leading to a lead integrity alert (lia) due to high-rate non-sustained episodes and sensing integrity counters (sic). Additionally, no therapy was delivered from the device due to the significant rv lead undersensing. Reprogramming was done to adjust the rv lead outputs and sensitivity as well as lowering the pacing rate as the patient was being externally paced. The patient was transferred to the intensive care unit (ICU) where they passed away shortly thereafter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.